Manufacturer narrative:
Per the clinic, the device was explanted (B)(6) 2016, and the patient was reimplanted with a device during the same surgery.

Manufacturer narrative:
This report is filed, (B)(6) 2016. The implanted device remains.

Event description:
Per the clinic, the patient experiences poor performance and discomfort with device use resulting in the decision to explant the device. Explant surgery is scheduled, however, has not occurred as of the date of this report, (B)(6) 2016. The implanted device remains.

Manufacturer narrative:
Correction: the correct date returned to the manufacturer is july 19, 2016, not july 15, 2016, as previously reported. (B)(4).